Manufacturer narrative:
No RMA has been issued for the return of this wheel chair. Model tdx4 user manual pn - part no 1114809 rev 1 - 12/02/05 provides warnings, guidelines and instructions for use that may have prevented the consumer from falling. The consumer should read and understand the user manual. On the front cover it states "dealer: this manual must be given to the user of the wheelchair". And "user: before using this wheelchair, read this manual and save for future reference." It is unknown if the consumer read and fully understands the warning on page 2 "users: do not service or operate this equipment without first reading and understanding the owner's operator and maintenance manual and the seating system's manual (if applicable). If you are unable to understand the warnings, cautions, and instructions, contact invacare technical support before attempting to service or operate this equipment - otherwise injury or damage may result." Within the manual there are multiple warnings to prevent falling from transferring to and from the wheel chair. Understanding and following these warnings may have prevented the consumers fall. Page 32 - do determine and establish your particular safety limits by practicing bending, reaching and transferring activities in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Page 33 - always turn the wheelchair power off and engage the motor locks/clutches to prevent the wheels from moving before attempting to transfer in or out of the wheelchair. Also make sure every precaution is taken to reduce the gap distance. Align both casters parallel with the object you are transferring onto. Page 33 - always engage both wheel locks and reduce the gap distance before transferring to and from the wheelchair. Turn all casters parallel to the object you are transferring onto. Page 40 "warning" weight distribution: do not attempt to reach objects if you have to move forward in the seat or pick them up from the floor by reaching down between your knees. Many activities require the wheelchair user to reach, bend and transfer in and out of the wheelchair. These movements will cause a change to the normal balance, center of gravity, and weight distribution of the wheelchair. To determine and establish your particular safety limits, practice bending, reaching and transferring activities in several combinations in the presence of a qualified healthcare professional before attempting active use of the wheelchair. Proper positioning is essential for your safety. When reaching, leaning, bending or bending forward, it is important to use the casters as a tool to maintain stability and balance. Page 44 " warning" transferring to and from other seats: always turn the wheelchair power off and engage the motor locks/clutches to prevent the wheels from moving before attempting to transfer in or out of the wheelchair. Also make sure every precaution is taken to reduce the gap distance. Align both casters parallel with the object you are transferring onto. It is unknown if the consumer was using a transfer board. It appears the consumer was doing an independent transfer. The following are instructions for transferring. Page 44 - instructions for transferring. Position the wheelchair as close as possible along side the seat to which you are transferring, with the casters aligned parallel with the object. Engage motor locks. Refer to disengaging/engaging motor lock levers on page 126. Shift body weight into seat with transfer. Note: during independent transfer, little or no seat platform will be beneath you. Use a transfer board if at all possible

Event description:
The consumer was getting out of bed and transferring to a wheelchair with his left hand on the left armrest. The arm allegedly was loose and moved itself out of the slot, causing the consumer to lose his balance and fall. The consumer allegedly sustained a broken femur. The consumer believes the problem is there is a strip of metal that goes along the side to hold the armrests up. That metal piece has allegedly broken off numerous times and has been replaced.